Event description:
It was reported that the administration set was primed for use. When the set was being placed into the pump it was observed the pumping section was reversed. The set was not on a pt.